Event description:
2001 #24 qa IV inserted right lower arm with 3% nacl at 20/hr. Two days later IV infiltrated and restart 2nd had. Two days c/o pain right lower arm was hard, swollen, no redness. The next day right forearm pain, swollen and plus redness.